Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was found to be working and put back into service.

Event description:
The customer reported that the 9900 system crashed during a case. No pt injury was reported.